Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process with multiple cartridges. There was no adverse impact to customer's blood glucose level. It was reported that customer would change syringe needle or cartridge to resolve the issue.